Event description:
It was reported by the rep that (4) fdc10 were used during a laparoscopic cholecystectomy procedure. It was reported that the clip applier malfunctioned. This happened with four (4) different kits and three(3) different surgeons. The case was converted to open. The hospital stay was extended as well as the or time. It was reported that the first clip worked but the second clip cut the vessel. 3/15/2000 left "pm" for rep requesting add'l info: need clarification of exactly how many events and instruments. Still in progress until clarification rec'd.